Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) split open prematurely exposing the sealant during insertion through a hemostatic valve of a non-cordis sheath. The device was removed, and another 5f mynx control vascular closure device (vcd) was used to successfully achieve hemostasis. There was no reported patient injury. The device was inserted through a sheath placed in the left common femoral artery following a pulsed field ablation (pfa) procedure, and resistance was felt during insertion when the issue was observed. The sealant sleeves (cartridge assembly) were not out of position and no damage was noted; however, there was exposure of the sealant to blood that contacted the sealant, likely due to damage to the sealant sleeves. The package was opened by a circulating nurse, and the sterile tray was removed by hand by the scrub technician. No damage was noted to the device or packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU). The sheath was not kinked or bent upon removal. The user was trained on the device. A retrograde approach was used during an electrophysiology ablation procedure. No visible bend or damage was observed in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The access site vessel was not tortuous. A non-cordis sheath was used. The femoral artery suitability and vessel diameter greater than or equal to 5 mm were verified, with no tortuosity, peripheral vascular disease, or calcium at the puncture site. The patient¿s body mass index was reported as greater than 40 kg/m². The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.